Event description:
It was reported that a 33-year old caucasian female patient underwent breast prosthesis implantation surgery with two 480cc mentor memorygel breast implants, and felt sick, post-operatively. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. During the surgery, it was discovered that the right breast implant was ruptured. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: felt sick. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 2, 2022, the mentor failure analysis lab received the device for evaluation. On september 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 480cc breast implant had a tear at the union between the shell and the patch on the posterior view. Microscopic examination was performed on the edges of the tear, and the cause could not be identified a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.